Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 16. This issue caused the customer's blood glucose level to exceed 500 mg/dl, noted as "high," but no specific value was available. The customer had not taken any actions to address the high blood glucose level and did not require assistance from a third party. The technical support (cts) team provided pump reset information and assisted with resetting the pump; however, the same malfunction code recurred after the reset. Cts decided to replace the pump and informed the caller that a replacement pump with updated software would be sent. They provided storage mode instructions and advised on steps to take upon receiving the replacement. The caller understood all instructions and acknowledged the process for returning the problematic pump to the company.